Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump displayed ¿unable to proceed¿ with alert 38 consistent with a motor stall during attempted meal announcement and during subsequent rewind and cartridge-change attempts, resulting in failure to infuse insulin and a blood glucose of 309 mg/dl; the user transitioned to subcutaneous insulin via pen as backup. Symptoms included hyperglycemia and headache. Outcomes included unexpected medical intervention in the form of medication administration. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified and the device problem was a failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.